Event description:
Advanced bionics was informed that the pt is experiencing a decrease in performance with his internal device. It was also reported that the pt has been experiencing tinnitus. Testing showed that the device is functioning. Surgery to explant the pt's device will be scheduled.